Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that he was unable to turn on his freestyle libre reader, and therefore could not monitor his blood glucose levels. The customer subsequently lost consciousness, was taken to a hospital, and diagnosed with hypoglycemia. The customer does not know what treatment was provided at the hospital, as he was still unconscious at the time of administration. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
The customer reported that he was unable to turn on his freestyle libre reader, and therefore could not monitor his blood glucose levels. The customer subsequently lost consciousness, was taken to a hospital, and diagnosed with hypoglycemia. The customer does not know what treatment was provided at the hospital, as he was still unconscious at the time of administration. There was no report of death or permanent injury associated with this event.